Event description:
During a da vinci-assisted inguinal hernia bilateral surgical procedure, the erbe generator could not deliver monopolar or bipolar energy. An erbe error message c-71 was displayed, indicating the activation has been interrupted. Prior to calling, the customer powered cycled the erbe on and off multiple times and reseated the instrument energy cables. A technical support engineer (tse) walked the caller through a hard power cycle on the system and erbe generator; however, erbe displayed m-02 and 2-71 errors. Also, tse walked the caller through disconnecting and reconnecting all connections with no success. The customer used a third-party generator to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noted the erbe was intermittently firing when using monopolar curved scissor instrument and there were errors pointing to neutral code contact, which appeared on multiple fires. Fse acquired new neutral pad and errors persisted. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, the failure analysis is progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) erbe was placed on an in-house system and run in normal mode and reported failure was confirmed and reproduced. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.